Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented pacilitaxel set burst and split apart below the filter which resulted in a leak of medication. At the time of this event, the patient was connected for therapy and chemotherapy was being infused using a baxter pump. There was no patient injury or medical intervention associated with this event. No additional information is available.